Event description:
A customer reported a cgm error 42 which indicated an issue with their continuous glucose monitoring. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer by walking them through a pump reset, and the error did not reappear. The customer was able to successfully start their sensor session afterward.